Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with nonischemic cardiomyopathy was in the clinic on (B)(6) 2024 with exposed wires of the driveline. No alarms/events were noted. Log file review was requested, and the event log file did capture multiple pulsatility index (pi) events that were occurring on (B)(6) 2024 from 3:14:55 to 14:01:34. The noted exposed wires appeared to not have compromised the pump operation. Rescue tape was recommended on the area of exposed wires. The driveline was taped and glued multiple times, and the modular cable was exchanged. It was stated that the patient was stable and awaiting transplant.

Event description:
It was additionally reported that exchanging the modular cable resolved the exposed wires on the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the driveline could not be confirmed. A specific cause for this damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." This section also outlines the steps a patient should take in order to prepare for sleep. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it." In addition, section 5, "alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.